Event description:
Per the clinic, the patient experienced repeated infections at the abutment site in (B)(6) 2023 (specific dates not reported) and was treated with oral antibiotics (specific date and duration not reported). Subsequently, the patient became a non-user and the abutment was removed under general anesthesia on (B)(6) 2024.